Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low signal amplitude and oversensing resulting in this patient receiving inappropriate shocks in multiple different episodes. It was noted that this s-ICD therapy had previously been programmed off. Ultimately, this s-ICD was explanted. No additional adverse patient effects were reported.